Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Visual inspection of the programmer did not reveal any anomalies. The programmer failed baseline testing as the touch screen was unresponsive. Analysis confirmed through testing the touch screen allegation made in the field. The touch screen had to be replaced in order for the programmer to become operational again.

Event description:
It was reported that the touch screen of this programmer would not respond. The programmer was returned for analysis. No adverse patient effects were reported.